Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 18mm, diameter 3.5mm, was used to treat a lesion with 80% stenosis in a pt's mid left circumflex. The lesion was predilated. The endeavor sprint rx drug-eluting coronary stent system crossed the lesion easily; however, during deployment the balloon would not hold pressure. The balloon was withdrawn easily but the stent came off the balloon and lodged in the proximal cx. The pt was stable and sent to or for CABG. The stent was left in the circumflex. The pt was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.

Manufacturer narrative:
Secondary intervention. Eval: results: 80% setnosis. Conclusions: 80% stenosis.